Manufacturer narrative:
Conclusion awaiting return of device.

Event description:
User reported that while on bypass there was an error that would appear occasionally for a few seconds. Error displayed was a "check cable connection" error, when this error occurred the pump would stop. User reported that the cable for the pump was "very slightly not seated in, but after pushing it in further the issue persisted anyway". There was no patient harm as a result of this event.

Event description:
User reported that while on bypass there was an error that would appear occasionally for a few seconds. Error displayed was a "check cable connection" error, when this error occurred the pump would stop. User reported that the cable for the pump was "very slightly not seated in, but after pushing it in further the issue persisted anyway". There was no patient harm as a result of this event.

Manufacturer narrative:
System logs were reviewed, and the qws triggered some communication alerts. However, at no time did any module stop or lose power. Suspect qws sap cable loose / or not fully inserted.